Event description:
It was reported to boston scientific corporation that a pt underwent a therapeutic hydrothermal ablation procedure on june 15, 2007. When the physician was attempting to dilate the cervix, the physician inadvertently perforated the fundus of the uterus. The bowel wall was exposed. The physician aborted the procedure. The physician performed a laparoscopy and noticed a small perforation. The physician cleaned the area free of the saline and felt tear would mend on its own. A full recovery is expected.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. The may 2007 15-month hta procedure set complaint trent report, inclusive of all failure modes, was reviewed; no adverse trend was noted. A ship history record review is in progress. Results of the ship history record review will be provided in a f/u medwatch report.